Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent high thresholds. The clinic was unable to reproduce the high thresholds and the cause was undetermined. No intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.